Manufacturer narrative:
The lens was partially implanted and for unknown reasons the surgeon removed the lens and replaced it with another lens. The lens was returned. The returned lens was compared to the lens technical drawing and was confirmed to be the correct model. The lens was examined under 10x magnification and found that the lens had slight stress marks on the haptics; similar to that seen during an explant or removal of a lens from the eye. Also the lens was measured for diopter and the diopter measured as expected. The device history record and sterilization report was reviewed and showed no non-conformities or deviations associated with this lot that may have contributed to this complaint.

Event description:
A user error occurred and the iol was removed and replaced during the same surgery procedure. An incision enlargement was required to remove the lens as well as a vitrectomy.